Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day), ceftazidime injection (1gm, intraperitoneal, once daily) and amikacin injection (125mg, intraperitoneal, once daily) for peritonitis. At the time of this report, the patient outcome, patient retraining on the proper aseptic technique and action taken with pd therapy were not reported). No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow-up, it was reported that antibiotic treatment and pd therapy were discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (on an unknown date). At the time of this report, the patient has recovered from abdominal pain and has not recovered from cloudy effluent and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.